Event description:
The manufacturer became aware that a user of the dreamstation auto CPAP had states her device will not power on and "all the screws" on the bottom of the blower are burnt. Patient states she "has trouble breathing and I don't sleep at night because of it." Patient also states she is more tired and short of breath with exertion during the day. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer became aware that a user of the dream station auto CPAP had states her device will not power on and "all the screws" on the bottom of the blower are burnt. Patient states she has trouble breathing and I don't sleep at night because of it. Patient also states she is more tired and short of breath with exertion during the day. There was no report of serious patient harm or injury. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. The device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated